Event description:
Device 3 of 3. Reference MFR. Report:1627487-2019-00403. Reference MFR. Report:1627487-2019-00404. It was reported the patient was experiencing ineffective stimulation. As a result, the patient underwent a drg trial and had the scs system explanted and replaced with a drg system.